Manufacturer narrative:
The maude event report did not include any contact information; therefore attempts for additional information are not possible at this time. Additionally, the report did not include a lot number; therefore no DHR review and related manufacturing process reviews could be performed. Based on the information that was provided the patient developed a hematoma following a "revision procedure" in 2011, two years post implant of the composix l/p mesh. There are no details provided indicating what the revision procedure was for, or its relationship if any, to the mesh implant. However, hematoma is a known inherent risk to any surgical procedure and is listed in the adverse reaction section of the IFU as a possible complication. Based on the limited information available at this time, no conclusions can be made. Should additional information become available, a supplemental MDR will be submitted. Remains implanted.

Event description:
The following was reported via maude event report (mw5067804): " on (B)(6)2009 had laparoscopic hernia repair with bard composix l/p mesh. In 2011, he had revision surgery and 4 days later had to have an emergency surgery due to a hematoma which he almost died. In (B)(6) 2016 had two bowel obstruction and the complications is (are) really causing him problems. Patient is scheduled to consult with surgeon on (B)(6) 2017 to see if mesh can be taken out. Patient has been in pain ever since he had the mesh implanted. Patient never thought the mesh would cause him such problems: tooth loss, nerve damage in his leg, stomach obstruction, can't eat or drink without his stomach hurting, pain during sex, and urination problems."